Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented remotely with a false positive premature battery depletion alert from their implantable pacemaker. No intervention was performed. Patient condition and symptoms were not reported.

Event description:
New information received noted that following the electronics performance indicator (epi), an alert was received by the clinician. No explant is planned at the time due to unrelated treatments the patient is currently undergoing. Patient was stable.